Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and the customer placed a service call stating they were unable to perform an exposure followed by seeing an error to contact service. Upon arrival on-site, an attempt was made to make an exposure but failed, followed by error for ma imbalance. It was observed that when the tube spun up, it produced a loud noise. The tube was removed and inspected, revealing a long crack in the candle stick well that was covered in carbon where arching had occurred. A new tube was ordered and installed upon arrival, but error was still present after the installation of the new tube. Waveforms for kv (kilo volt) and ma (milliampere) were taken and inspected but didn't show signs of an obvious short to ground that would be expected. A set of hv (high voltage) cables was obtained and connected between the tube and hv (high voltage) tank externally for testing to confirm if the hv (high voltage) cables were the cause of the error. With the different set of hv (high voltage) cables connected, the unit was able to produce xrays without error or issue. These results were relayed to the factory support team, and approval was granted to order and install a new cable chain. Once the new cable chain arrived, it was installed, followed by generator calibration, tube seasoning, and dose testing. Once those steps had been completed, a series of test images were performed without issue, and the unit was back to a fully functioning state. Lastly, image quality was performed for 2d and 3d before the imaging system was returned to the customer for patient use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416: updated MDR: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that poor image quality; after attempting to take another image the site was unable to take a 2d or 3d spin after the case. Patient was present. There was no surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, product ID: bi71000578, product ID: bi71000576, product ID: bi71000562; product ID: bi71000542; product ID: bi90000040. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the tube was returned to the manufacturer for evaluation. Unable to confirm reported complaint. " unable to take 2d or 3d spin." Visual inspection confirm damaged x-ray tube deep cracks found shows signs of arcing in the cathode chamber. Tube resistance were up to spec. Codes: b01, c02, d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial/lot #: 44707-y8 rev. 1, ubd: , UDI#: h2-3) the gantry cable chain was returned to the manufacturer for evaluation. Unable to confirm reported complaint, "unable to take 2d or 3d spin." Candlesticks and x-ray tube cable assembly passed continuity testing, passed visual inspection. No fault found. Codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.